Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the analyzer was to be scrapped due to battery compartment contamination.

Event description:
The analyzer was returned for trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.